Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that intermittent occlusion alarms occurred. As well, as that the wake button was "stuck and hard to press." No additional information was provided and the customer declined troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.